Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus). A surgical procedure was performed in which a new 4.5 cm cuff was implanted due to unknown reason. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.